Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Unable to verify battery out limit due to button/keypad anomaly. No vibrate anomaly noted. No moisture damage found inside the pump. Insulin pump received with cracked case at display window corner, battery tube threads, minor scratched display window.

Event description:
Customer called to report that insulin pump has been exposed to moisture damage. Customer stated that she got caught in the rain during vacation. Customer reported that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 300+ mg/dl. Nothing further reported. Product is being returned and replaced.